Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. D4: product lot number: 2049988. Correction: d4 product lot number, d10: concomitant product lot number. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: shmc @ riverbend annex informed cook on 07jul2023 of an event with a patient with a type 3a endoleak. The complaint device was zenith aaa endovascular graft iliac leg rpn: tfle-18-54 (product lot 2049988). The initial implant date was in 2008 and the following devices were implanted: tfb-30-88 (product lot 1832942) and tfle-18-54 (product lot 2049988). On (B)(6) 2023, the patient underwent a second procedure, and it was detected a gap between the main body and the iliac limb causing leaking. The physician placed a g55246, zenith flex with spiral-z technology aaa endovascular graft iliac leg, with success. The focus of this report is the type 3a endoleak on the zenith aaa endovascular graft iliac leg. The type 3a endoleak on the zenith aaa endovascular graft bifurcated main body is reported under MDR # 1820334-2023-00923. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to the manufacturer for evaluation; therefore, no physical examinations could be conducted. However, medical imaging was provided by the facility for expert image review. The complaint of type iiia endoleak was confirmed. The endoleak was the result of tfb contralateral gate and tfle separation. The tfle was most likely 22mm in diameter. The separation was the result of aneurysm growth as indicated by the embolization glue, the short expanded tfb proximal seal zone, and the expanded left tfle/cia seal zone with its potential type ib endoleak. Type ia or ib and type ii endoleaks would have been halted by sac pressurization from the type iiia endoleak and consequently invisible on the provided cta. Provided one complete contralateral gate sealing stent overlap, the ipsilateral gate was positioned anterior the hypothetical and likely original tfb/limb path. Although the anterior location may reflect the original tfb and gate location, it also raises the possibility of less than one stent contralateral gate overlap originally or slight decrease in the ipsilateral gate overlap. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no non-conformances. A database search identified two events for the complaint lot; both complaint events are captured in this report. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The device was packaged with IFU t_zaaaf36_rev2. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device in relation to the reported failure mode: warnings and precautions: general: the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap)) and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Patient selection, treatment and follow-up: the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. The zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is not recommended in patients exceeding weight and/or size limits which compromise or prevent the necessary imaging requirements. The zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is not recommended in patients with known sensitivities or allergies to stainless steel, polyester, solder (tin, silver), polypropylene or gold. Implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Adverse events: potential adverse events: aneurysm enlargement; aneurysm rupture and death; claudication (e.g., buttock, lower limb); endoleak; endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion patient selection and treatment: additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy; co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity); patient¿s suitability for open surgical repair; patient¿s anatomical suitability for endovascular repair; ability to tolerate general, regional, or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 22 french vascular introducer sheath. 8 patient counseling information: the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a lifelong commitment to the patient¿s health and well-being. Physicians must advise all patients that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer the patient to the patient guide regarding risks occurring during or after implantation of the device. Procedure related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient ID card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). Imaging guidelines and postoperative follow-up: the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and performance oof their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe their follow-up relative to the needs and circumstances of each individual patient. The recommended imaging schedule is presented in table 12.1. This schedule continues to be the minimum requirement for patient follow-up and should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method comparted to CT. Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. While the cause in this case is not known, per image review, it is possible that patient anatomy/disease progression may have contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A patient of undisclosed gender and age underwent an abdominal aortic aneurysm (aaa) repair procedure in 2008. During the procedure a zenith aaa endovascular graft bifurcated main body (rpn: tfb-30-88) and a zenith aaa endovascular graft iliac leg (rpn: tfle-18-54) were implanted. It was later detected that there was a gap between the zenith aaa endovascular graft bifurcated main body (rpn: tfb-30-88) and a zenith aaa endovascular graft iliac leg (rpn: tfle-18-54) that was causing an endoleak. The patient underwent an additional procedure on (B)(6) 2023 to address the leaking and a zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed to successfully repair the leak. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The focus of this report is the type 3a endoleak on the zenith aaa endovascular graft iliac leg (rpn: tfle-18-54). An additional report will be submitted for the zenith aaa endovascular graft bifurcated main body (rpn: tfb-30-88) under the same patient identifier: (B)(6).